Event description:
The olympus representative (on behalf of the customer) reported to olympus, the uretero-reno videoscope had a damaged rubber on the bending part, had a heavy angle, needed non-repaired restocking, and requested for reassembly of the recovered parts. The issue was found during preparation for use, the intended diagnostic procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, the device evaluation found that the reported issue could not be verified. Additional findings include the following: the perforations in the channel tube prevented it from being waterproof, the forceps channel port was corroded, the grip buoy was contaminated, the controls had corrosion from water leaks, the bending section cover was no longer waterproof due to a perforation, the rotation ring was contaminated, the angle wire was broken and did not bend at all in the downward direction, and the substrate of the video connector was broken causing noise and no video output. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10 (the customer's complaint was confirmed). The customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the damaged rubber occurred due to physical stress was applied to bending section of the subject device during user handling. The event can be prevented by following the instructions for use (IFU): preventive measure is described in IFU below. Important information ¿ please read before use: warnings and cautions. Detection method is described in IFU below. 3.2 inspection of the endoscope: inspection of the endoscope olympus will continue to monitor field performance for this device.